Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler with an adapter, was unable to fire the fire black staple load that was going to be fired on the distal portion of the stomach. Although the surgeon was able to press the green button and squeeze the handle. Another unit was used to complete the procedure. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The eeprom was uploaded and indicated 9 autoclave cycles for the adapter. Visual and functional evaluation noted that the lock out slider block was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit (sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.